Event description:
The customer reported to olympus, the gastroscope had poor signal shielding on the serial digital interface connector causing a flashing screen while using the argon knife. The issue was found during preparation for a diagnostic enteroscopy procedure. The procedure was completed using a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the root cause for the events could not be determined. Olympus will continue to monitor field performance for this device.